Event description:
On (B)(6): customer called to report neither the hand or footswitch will move the table. The tube shroud display is stuck on v1.00. Customer fully booted the system, and table functions operated with the handswitch, but when they try to use the footswitch, the table cycled power by itself and did not boot up properly again. On (B)(6): product monitoring has made multiple attempts to contact customer for information, including a letter sent via (B)(4), without success. If any new information is received, this record will be updated accordingly.

Manufacturer narrative:
Field service engineer (fse) investigated and confirmed a bad power supply and after replacement of the 24 v power supply, the table moved normally. Fse then checked but could not duplicate any problem with fluoro. Customer had already rebooted the system per their conversation with tech support. Fse checked the system for proper operation per service checklist and returned the system to full service.